Event description:
It was reported that during a ptca/stent procedure, a balance guide wire was crossed at the av lesion. Another company's balloon was used for pre-dilataion. The pixel stent was implanted at 7 atm. Then when the pixel stent delivery system (sds) was pulled on, the pixel stent moved to the distal rca. Another company's balloon was delivered to collect the stent, but the attempt failed because the stent was stuck in the proximal ostium. Another company's balloon was delivered to the proximal ostium and dilated the pixel stent in order to deploy it. Angioplasty was performed on the av. No additional info was available.